Event description:
Healthcare professional reported injecting a clinical patient in the right and left infraorbital with 2.6 ml of juvéderm® volbella¿ xc. Nine months later, the patient visited the hospital due to ¿vaginal bleeding for 13 days.¿ a vaginal color ultrasound, pregnancy test, blood routine, and 12-channel routine ECG test was conducted. The ultrasound revealed uterine fluid echogenicity in the right ovary in early intrauterine pregnancy, considering non-neoplastic hyperplasia. A positive blood pregnancy was considered pregnant and the patient induced abortion a week later. During surgery, the patient was given propofol 70 mg, digoxin 3 mg, 5% glucose injection 200ml, and ondansetron 5 mg, and postoperative medication consisted of cefdinir capsules 1g three times a day, 1 day fresh leonurus 3 capsules three times a day for 7 days, and fenmotone (2 mg/10 mg) 1 capsule once daily for 28 days. Upon reexamination a month later, the color doppler ultrasound examination showed heterogeneous thickening of endometrium and ovarian echo. The ovarian cyst was considered. The postoperative general condition was normal without abdominal pain or vaginal bleeding. Ten days later, re-examination of color doppler ultrasound showed endometrial thickening and echo in left adnexal area, considering ovarian cyst. The patient revisited the hospital 48 days later due to vaginal bleeding and received the following examinations: color doppler ultrasound and blood routine. Diagnostic curettage was recommended because an abortion had been performed. The patient was treated with propofol 180 mg, etomidate 10 mg, butorphanol 0.2 mg, 0.9% normal saline injection 500ml, and dolasetron 12.5 mg and was given kangfu xiaoyan suppository once daily for 5 days and baogong zhixue capsule twice daily, for 7 days. The patient returned 4 days later for reexamination after diagnostic curettage and was preliminarily diagnosed with endometrial hyperplasia and ovarian cyst. A plan of dydrogesterone tablets [10 mg] 3 boxes twice daily, for 10 days was given. The event resolved.

Manufacturer narrative:
Continued h.6. Health effect - impact codes: f19. Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. The event of oviduct ampulla abdominal pregnancy, deemed not device related is considered an unexpected adverse drug experience.